Manufacturer narrative:
3/23/98- supplemental report #1 sumbitted to FDA.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws scissored. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.